Manufacturer narrative:
Eval of the received device logs confirmed the reported problem regarding the gas supply sub-test failure during the pre-test checks. It can be confirmed in the log files that the measured o2 supply pressure between the monitoring printed circuit board (pcb) and the control printed circuit board(pcb) differed more than the allowed value. The values in the sub-test indicate that it is the control pcb. That failed. The device logs also confirmed a technical error indicating an expiratory flow meter error. Both of these pieces evidences indicate a possibly defective control pcb. According to the received info, the control pcb was replaced and that solved the issue reported. No parts were received back for investigation, therefore the root cause for the reported error cannot be determined from this investigation.

Event description:
(B)(4).

Manufacturer narrative:
Further information regarding the event has been sought. A supplemental medwatch report will be submitted when the investigation is completed.

Event description:
It was reported that the ventilator failed the gas supply test during the pre use check. There was no patient involvement.